Manufacturer narrative:
The instrument was failing qc on (B)(6) 2011. Qc after the event was out of range low. Bci field service engineer (fse) found a bubble in the reagent syringe. The fse removed and re-assembled the reagent syringe. The fse also found build-up inside the sample wash collar, and replaced the part. The fse performed alignment, ran qc and patient samples. The system resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for two patients. The results were reported out of the laboratory. Repeat testing produced a higher result. There was no change to patient treatment.